Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip, missing o-ring (reservoir tube).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 124 mg/dl at the time of the incident. The customer stated that the reservoir compartment is split half way around and the little gasket is coming through. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.